Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03297.

Event description:
It was reported that during a shoulder procedure, the guide pin was stuck in the guide. Another same instrument was used to complete the procedure. No harm to the patient or delay in procedure was noted. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
The follow up report is being submitted to relay additional information update: the complaint cannot be confirmed as no medical records or pictures were provided. Device history records cannot be reviewed since the lot number is unknown. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a shoulder procedure, the guide pin was stuck in the guide. Another same instrument was used to complete the procedure. No harm to the patient or delay in procedure was noted. No additional information is available.